Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the mid right coronary artery (rca). During treatment, the patient experienced bradycardia and the patient began to vomit. A temporary pacer and medication were administered. A stent was placed to complete the procedure. The patient was in stable condition.